Event description:
It was reported that the healthcare professional (hcp) for the patient with this pacemaker contacted technical services (ts) regarding a syncopal episode. Ts reviewed the device data and evaluated stored atrial tachy response (atr) episodes, noting that no pauses in pacing were observed. Additionally, pacemaker mediated tachycardia (pmt) episodes were identified and were appropriately terminated by the device algorithm. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.